Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that both the right and left hand monitors were defective and were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 8800's display flickered and created a distorted image where contrast and brightness were not ideal. There was no adverse pt involvement reported. There was no pt info reported.